Event description:
It was reported via repair work order that the bed sparked and ground path on the power cord was compromised due to damaged sheathing on the power cord. This also resulted in fuses being blown on the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.